Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 univ 2 ring refil broke during use.

Manufacturer narrative:
10-16-2024: returned product 1 v3 palodent universal blue ring (new and improved v5 design) one of the overmolded tynes broken. Overmolding date codes verified ¿f¿ june and ¿n¿ 2022. The returned product was produced 06-2022 which exceeds the 2 year useful life as per attached rationale email document. DHR and retain evaluation will not be conducted. Also note, the batch information provided does not trace back to the manufacturing date codes molded on the returned product. DHR traceability for item#: 659760v, lot#: 08311767 back to 4 overmolding work order/batches which were all produced in either 04-2024 or 05-2024 are attached as evidence. (Nwv). Failure mode - broken product, root cause - out of lifetime, conclusion code - expected wear.